Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a resection of the right pulmonary apex, during the first activation of the stapler with green reload, the device was blocked (probably in lock out). Three different green reloads were changed, but the issue was not solved. Changing the stapler with green reload, the issue wasn't solved. After that, the intervention was converted in thoracotomy; the stem was in straight position. Other two reload, one green and one blue, were correctly fired. When the staplers were blocked, the surgeon pushed the reverse button. The intervention was concluded opening a new device and converting the intention from vats to open. No aes patient have been reported.

Manufacturer narrative:
(B)(4). Batch number: p56e9y. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information requested and received: what were the indications for surgery? Pulmonary resection what exact tissue was the surgeon attempting to transect? Pulmonary did the device start the firing process at all? No - if so, how far and did it cut and staple? What was the product code of the reloads being used? Green reload